Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose was unknown. The customer stated that the pump is turning off every time.

Manufacturer narrative:
The insulin pump passed unexpected restart test. No unexpected restart alarm, blank display or unexpected restart noted during testing. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, scratched case near reservoir tube window and missing end cap sticker.